Event description:
On (B) (6) 2010, baxa was notified of a patient involved incident that occurred on (B) (6) 2010. It was reported to baxa technical support staff that 3 neonatal patients ((B) (6), (B) (6), and (B) (6)) were found to have elevated blood sugar levels after tpn delivery. As medical intervention, insulin was administered to lower blood sugar levels or administration was ceased for these patients. It was reported that all patients were in stable condition after medical intervention. The tpn solutions administered to three patients involved in the incident were compounded using the exacta-mix 2400 compounder. Abacus order-entry software was used to calculate the volumes for the tpn solution. Review of the compounder database, patient mix-check reports, and compounder blackbox files show that most likely root cause for this issue was due to user error and not due to any malfunction of the compounder. The abacus software correctly calculated the patient orders. It is believed that during setup, the dextrose designated for port 23 was swapped with water, which was designated for port 24. Review of mix-check reports on this date showed 13 reports displaying the following statement. "The final weight of this solution is outside of the acceptable limit of +/- 3.00%." No adverse events have been reported to baxa for any other patients at this facility. Customer states that "no other patients were administered bags that were out of range' besides the 3 neonates with hyperglycemia. The product technical manual provides troubleshooting for this issue and instructs customers to call technical support if needed. Users are instructed to repeat bags that are out of range. A site visit was immediately conducted on friday, (B) (6) 2010; saturday, (B) (6) 2010; and sunday, (B) (6) 2010 to observe compounder setup and further investigate the event. Retraining was preformed at the facility from 04/19/2010 through 04/20/2010. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.